Event description:
It was reported that this patient received an inappropriate shock and inappropriate anti-tachycardia pacing (atp) due to over-sensed atrial fibrillation. The therapy zone had previously been reprogrammed low as to treat ventricular tachycardia (vt). The physician elected to reprogram the device's rhythm identification feature to resolve the event and no additional adverse patient effects were reported. This device remains implanted and in-service.